Event description:
The user received erroneous ise results for one patient sample on multiple runs. The sodium results were 114, 136 and 137 mmol/l. The potassium results were 2.95, 4.31 and 4.31 mmol/l. No information was provided to determine if erroneous results were reported or if patients were adversely affected. The lot numbers of the sodium and potassium electrodes were not provided.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 23 mg/dl. The customer stated that she fell off her bed and the insulin pump had ripped off. Troubleshooting was performed and a large bolus of 24.9 units was found in the bolus history. The customer's doctor advised her to stop insulin therapy until further notice. Nothing further was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No instrument related issue could be identified. Insufficient information was provided for further investigation. A specific root cause could not be identified. The erroneous results were not reported outside of the lab. The patient was not affected by the event.